Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body. This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, a retention sample and manufacturing quality records. Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record and shipping record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. The investigation results suggest that a metal needle and/or a metallic device, such as an endoscope, were used with the actual sample. Device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as, "do not manipulate and/or withdraw the guide wire m through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported that the hydrophilic coating sheared off the radifocus guidewire m and remained in the patient during a cardiac resynchronization therapy (crt) with defibrillation upgrade via the left subclavian vein. The user facility reported that there was difficulty accessing the patient's subclavian vein due to occlusion around the already-implanted pacemaker leads. No additional details have been provided by the user facility.